Event description:
Hex driver did not hold in ratchet insert during removal of the temp base; this caused the patient to aspirate the driver and expelled it after coughing fit.

Manufacturer narrative:
This device is correct this event from an implant loss event to a hex driver separation event. Corrected data is completed in this follow-up.

Manufacturer narrative:
Therefore, because the event might have led to a serious injury this event is reportable per 21 cfr part 803. The product involved was investigated and no failure was detected. It was concluded, that an incorrect user handling had led to the event.trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.